Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving prialt 10 mcg/ml at 3.345 mcg/day, bupivacaine 20.9 mg/ml at 6.991 mg/day, and clonidine 225 mcg/ml at 75.27 mcg/day via an implantable pump for malignant pain. The patient experienced pain at the pump pocket site on (B)(6) 2016 and felt as if pump migrated, difficulty ambulating or moving on (B)(6) 2016. The patient reported feeling as if their pump had moved which was inhibiting their ability to ambulate or even move. On (B)(6) 2016, the hcp instructed the patient to wear a girdle while the pump 'scars down'. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. The outcome was indicated as 'resolved without sequelae' as of (B)(6) 2016 and was later updated to 'ongoing'.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6)2017.